Manufacturer narrative:
The model number of the involved device was corrected. On 03-jul-2018 arjo has become aware of the event, which took place in the (B)(4) home in us. During the transfer of the resident (female, age: 91 years, weight: 213 lbs) from the wheelchair to the bed, one of the sling's loop came undone causing that the resident fell from the sling on the floor. Two caregivers present during the transfer called a nurse supervisor immediately and the resident's evaluation was carried out. The covering physician was notified about the event and the resident was transferred to the hospital for evaluation and treatment. The resident complained about head and neck pain. As the consequence of the event, the resident sustained c2 vertebrae fracture in her neck and was taken to the intensive care unit for 6 days. The device involved in the event was the hoyer 600 passive floor lift, which was used with the non-arjo sling. According to the installation and instruction manual dedicated to the hoyer 600 (im-459005 rev. A): "hoyer floor lifts are specifically designed for hoyer slings and accessories. Slings and accessories designed by any other manufacturer are prohibited. Use only hoyer slings and accessories to maintain user safety and product usability." " do not use the sling that is not recommended for the lift." Based on the above, the sling, which was not manufactured by arjo cannot be used with the hoyer 600 passive floor lift. It can be determined that the user did not follow the safety information included in the installation and instruction manual. It cannot be guaranteed that the sling manufactured by the third-party company with its design can provide the safe transfer. Using of the non-arjo sling by the caregivers could contribute to the event. The resident is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the proper arjo sling is used and is correctly attached to the device. When reviewing similar reportable events, we have not found any other complaints on hoyer 600 passive floor lift with similar fault description. Sum up, while the event occurred the device was being used for the resident's transfer. No technical malfunction of the device was detected that could have caused or contributed to patient fall and from that perspective, the hoyer 600 floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. The complaint decided to be reportable due to serious injury occurred.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusions of the investigation.

Event description:
Arjo has been informed about an event involving hoyer 600 passive floor lift and non-arjo sling. It was reported that during resident transfer from wheelchair to bed, the left shoulder loop detached from the lift's spreader bar. As a consequence the resident fell to the floor and sustained a fracture of the c2 vertebra and was transferred to the hospital.